Manufacturer narrative:
Retainer ring clear. On (B)(6) 2021, the customer alleged cosmetic damage(damaged backside of insulin pump), keypad unresponsive/button error alarm, and unspecified insulin pump error alarm. Insulin pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin pump error alarms noted during testing. Insulin pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The connector on electrical board 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. No stuck key alarm found in the history files or traces. Insulin pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case above arrow and battery icon, cracked battery tube threads, cracked case on corner of belt clip rails, and cracked retainer. In summary, insulin pump passed required testing. Customer allegation for cosmetic damage (damaged backside of insulin pump) was confirmed during visual inspection where cracked battery tube threads and cracked case on corner of belt clip rails was noted. Keypad unresponsive / button error alarm not confirmed. Unspecified insulin pump error alarm was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had issue on screen and keypad delays. Customer stated that all buttons were unresponsive. Customer stated that there was delay on response on keypads intermittently but most of the time. Customer stated that numbers were ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated using the down arrow and up arrow did allow them to navigate screens. Customer was able to access the menu screen. Customer states block mode was inactive and alarm was not in progress at the time the button was unresponsive. Battery was replaced still the issue persist. Customer stated crack on the back of the insulin pump. Customer stated pump error from the past. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.